Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the handle of the device was sticking. The jaws were not opening normally after activating and cutting. They had to push the jaws to open the device. There was no patient injury.

Manufacturer narrative:
Additional information: correction one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection eschar in the jaw and no defects. The investigation found the jaws opened and closed smoothly. The device was received with the jaws open. This device is designed to not allow the jaws to open while the knife blade is advanced. The knife blade was found to advance and retract smoothly along long the knife track when the jaws were closed and the knife trigger was pulled. The knife trigger retuned home position when the trigger was released. Engineering determined the device met specification. The reported issue can be caused by factors during use. Cautions are provided in the instructions for use to prevent these issues. The investigation found the device to function normally and within specifications. The instruction for use states, to divide tissue, maintain steady pressure on the lever and pull the cutting trigger until a hard stop is reached. Then release the trigger to allow the blade to retract. The instruction for use also states, failure to maintain steady pressure on the lever while cutting could result in inadvertent reactivation of energy. The instruction for use also states: if the cutting trigger does not automatically return to position, open the lever to manually return the cutting trigger. The instruction for use also states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Do not activate the instrument while cleaning. Wipe jaws surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.